Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer called to get assistance with inserting a enlite sensor. The customer was advised to insert it on her back hip. The troubleshooting was performed.